Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the patient having a staple line bleed, which could potentially be related to a product problem. The bleeding was seen to be coming from in between the first and second staple fires. It was reported that there was a vein which was incorporated into the staple line during the creation of the gastric sleeve. The surgeon suspected that the cause of the post-operative complication was due to a blood vessel which was not completely stapled during the primary procedure. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following fields: b1 and annex a. B1 updated to " adverse event and product problem" from " adverse event" annex a updated to include a050704 - failure to form staple and a23 - use of device problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication can be attributed to anatomical factors and possible use error. A blood vessel that was incorporated into the staple line was not completely stapled off with a blue reload and bled. Blue stapler reloads are not indicated to be used on blood vessels. It is unclear if the surgeon failed to recognize a blood vessel in the staple line and did not over-sew that portion of the staple line. The stapler and reloads associated with this complaint were discarded by the site and are not available for evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show (B)(4), lot# t90210323-0363 fired 6 reloads (2 white followed by 4 blue). All firings were completed per the logs, and all firings had 1 pause for compression except the 2nd firing, which had none. There were no incomplete clamps by this instrument. This complaint is reportable due to the following: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced bleeding postoperatively and required a second laparoscopic procedure to place sutures to stop the bleeding. Moreover, the amount of blood loss was 800 ml, and the patient required a blood transfusion due to the post-operative bleeding. There was no allegation of a system, instrument or accessory malfunction during the procedure. The stapler did not have any issues during the stapling, and a proper staple line was formed. There were no retained staples in the reload. There was no bleeding seen from the staple line during the primary procedure. The bleeding was seen to be coming from a vein which was stapled into the gastric sleeve using a non-vascular blue reload. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. Product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported by the surgeon to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that after a da vinci-assisted sleeve gastrectomy procedure, the patient had a staple line bleed. The patient underwent a laparoscopic procedure the following day and sutures were placed to stop the bleeding. The bleeding was seen to be coming from in between the first and second staple fires. The patient is currently doing well. Isi followed up with csr who spoke to the surgeon and obtained the following information: there were no issues with the stapling of the stomach during the sleeve gastrectomy procedure except for a pause in the compression during the first blue reload staple fire. Once the stapler was fired, the staple line was formed properly and there was no hole in the staple line. The surgeon did not mention getting any errors during the procedure. The csr is not aware if a blood vessel was incorporated in the staple line during the creation of the sleeve. The procedure was completed as planned. The patient bled overnight and was found to have a staple line bleed. The patient was re-operated via laparoscopy the next morning and the bleeding was seen to be coming from between the first and second staple fire. The bleed was stopped by placing sutures. The patient is currently doing well. It is unknown whether there was any blood transfusion administered, what the estimated blood loss was, whether the patient was admitted to the ICU, or whether there was prolonged hospitalization. The csr was not aware of any medical issues or anatomical factors causing the bleed. The site has disposed the stapler and reloads. There were no videos/images taken during the procedure. Isi followed up with the surgeon and obtained the following information: the patient was given (B)(6), 40 mg anticoagulants pre-operatively. During the primary procedure, there was no issues seen with the stapling of the stomach. There were no clamping issues, compression issues, or unclamping issues. No errors were generated by the system. The tissue was not dragged by the stapler, there was no hole in the staple line seen, no retained staples in the reload pockets and there was no bleeding from the staple line observed. There was a vein which was incorporated into the staple line during the creation of the gastric sleeve. The patient`s hemoglobin and hematocrit dropped the night of the operation and the patient was stabilized with fluids. The following day, a hematoma adjacent to the staple line was confirmed on a CT scan. The patient underwent a laparoscopic procedure and bleeding was seen to be coming from a vein at the greater curvature. The point of bleeding was between the first and second staple lines formed using blue reloads, which was sutured. The amount of blood loss was 800 ml, and the patient was transfused with 1l of blood. The surgeon thinks the cause of the post-operative complication was due to a blood vessel which was not completely stapled during the primary procedure. There were no coagulopathies in the patient. The patient required prolongation of hospitalization but not a stay in the ICU. The site has discarded both the stapler and reloads involved in the incident. No images/videos are available for review.